Event description:
Sales representative has reported that during the surgery, washer (corolla) has been unsoldered from the device. No problem to use the device without it. Surgery ended well.

Event description:
Sales representative has reported that during the surgery, washer (corolla) has been unsoldered from the device. No problem to use the device without it. Surgery ended well.

Manufacturer narrative:
Part number updated from 6869-1-000 (mcreynolds driv/extr shaft) to (I-h1769hf00 specialaty abg ii stem extractor asssembly) based on photographs received of reported device. Photographs of the specialty abg ii stem extractor assembly showed the extractor pad (pn I-h1769hf07) had separated from the threaded rod (pn I-h1769hf06) and the .125 x 1.750 pin (pn I-h1769hf08) holding the extractor pad to the threaded rod had sheared. No additional information could be ascertained from the photos. It was suggested that the lot number was potentially ap8a14a or ap8n09. Review of the device history records for I-h1769hf00, lot ap8a14a indicate devices were manufactured and accepted into final stock on (B)(4) 2013 with no reported discrepancies. Review of the device history records for I-h1769hf00, lot ap8n09 indicate devices were manufactured and accepted into final stock on (B)(4) 2013 with no reported discrepancies. A complaint history review indicates there have been no other events for the lots referenced. The event was confirmed. It is believed the event was not related to patient factors. The investigation concluded that the exact cause of the event could not be determined because further information such as the return of the devices would be needed to complete the investigation. It also concluded that there is no indication the event is related to a manufacturing issue.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).